Event description:
It was reported that the physician requested review of this cardiac resynchronization therapy defibrillator (crt-d) data to confirm device operation. Upon review it was found that the self-conducted ventricular rhythm of the patient accelerated from the vt zone to the vf zone after the shock therapy was applied. Then one shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.